Event description:
The customer reported that the event occurred on (B)(6)2010 but she did not know type (model) of tracheostomy tube. The date that the trach tube was instilled is unk. She stated that the tube was found to have a leak, and it was reported as a defective pilot balloon. The tube was scrapped and not available for return and the lot number is unk. The pt was decannulated and recannulated.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. The model is unk and therefore the 510 (k) cannot be identified.